Event description:
It was reported that the catheter balloon ruptured during use in a vein, reportedly causing damage to this vein. The vein reportedly had to be ligated and the av graft closed. They also reported that the lve is no longer usable for future dialysis access. Pt is reported to be doing well.